Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy, the device allegedly contaminated with foreign particle. No coaxial was used and procedure was completed with another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy, the device allegedly contaminated with foreign particle. No coaxial was used and procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The provided photo shows a maxcore core device in the open packaging. The device was observed with a contamination-like substance to top of the device. Based on the photo review, the reported failure can be confirmed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as the contamination like substance was noted on to the device. A definitive root cause for the device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.